Event description:
During a coronary stent procedure involving intervention on a lad lesion with the kissing stent technique, the physician was unable to cross the lesion. After excessive pushing and pulling in an attempt to remove the delivery/stent device, the stent dislodged at the guide catheter. The stent was located and remains in the groin. Pt status is listed as "okay".